Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) narrow left size 6: catalog#42500006001, lot#66082170; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#42557000114, lot#66558302; tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#66408145; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#64775261. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been retained by the hospital. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately eight (8) months post-implantation, the patient underwent revision surgery due to stiffness of the implanted joint. The femoral component, stem and articular surface were exchanged without reported complication. All available information has been reported.